Manufacturer narrative:
The investigation of automated impella controller (aic) shutdown or restart issue has been completed. According to that data and device analysis the root cause of the aic's inability to shut down correctly was due to an aic software anomaly. E4 should have been left blank on manufacturer device report 1220648-2025-25717.

Event description:
The complainant reported that following impella support, the automated impella controller failed to turn off. The staff had to forcibly shut the console down despite the connection cable being unplugged. There was no patient involvement at the time of the noted issue.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.